Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the leadless pacemaker exhibited no current of injury and loss of capture. The device was not used, and a new one was implanted. The patient was stable.